Event description:
It was reported that the customer received a no delivery alarm when changing the reservoir. The customer stated that the no delivery alarms occur randomly with several different reservoirs and infusion sets. The customer was able to clear the alarm and rewind the pump. Ensured that insulin was still in the reservoir and that there were no kinks in the tubing. The customer's blood glucose was 252 mg/dl. The customer treated themself. Advised to call back if the alarm occured again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.